Manufacturer narrative:
(B)(4) report source: foreign. The event occurred in (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient is being considered for a knee revision to address unknown reasons at an unknown date. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 153674, agc d.a. Knee tibial bearing 14x75, lot# unknown.

Event description:
It was reported that the patient alleged pain, instability, and implant loosening. Attempts have been made and additional information on the reported event is unavailable.